Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator stopped working and blanked out while on a patient. As per respiratory therapist, the device turned off. The customer confirmed that another revel ventilator was used . No patient harm was reported associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to duplicate the problem. Reported issue was not reproducible. Vent failed initial final test due to a non-conforming exhalation module. Vent passed initial final test during troubleshooting when a known good exhalation module was installed for testing. Additional problems found during service. Inop (inoperative) alarm condition was found on the event trace. Replacing main board will resolve the issue. Also, it was found out that the vent has no pm history since 2009 per service record. Recommended a 30k pm due to the age of the vent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.